Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. There was no reported patient injury. Hemostasis was achieved by manual compression for 20 minutes. The device was used after an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non-cordis sheath was used. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was stored and prepped according to instructions for use (IFU). The physician was being trained on using the device. T he device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. There was no reported patient injury. Hemostasis was achieved by manual compression for 20 minutes. The device was used after an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non-cordis sheath was used. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was stored and prepped according to instructions for use (IFU). The physician was being trained on using the device. A non-sterile mynx control vascular closure device 5f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 were not depressed. The stopcock is closed with a syringe attached to it, and a cordis catheter sheath introducer (csi) was inserted on the device. The sealant was present in manufacturing position fully covered per the sealant sleeves, where a kinked portion was denoted. Additionally, the balloon showed evidence of a complete burst condition. No functional analysis could be performed due to the conditions observed on the balloon as received. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis a complete burst condition was observed to be present. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon ¿ balloon loss of pressure¿ was confirmed, due to a complete burst condition observed in the balloon¿s body. Additionally, a kinked portion of the sealant sleeves was observed to be present on the device as received. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue, since it was reported that the user was still in training. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.